Event description:
Forgotten that it was the water with the denture cleaner and simply drank it [accidental device ingestion]. Stormy in the head [head discomfort]. Only ever dissolves half a tablet in half a glass of water [wrong technique in device usage process]. Case description: this case was reported by a consumer via call center representative(email) and described the occurrence of accidental device ingestion in a (B)(6) female patient who received denture cleanser (corega bio formula) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started corega bio formula. On an unknown date, an unknown time after starting corega bio formula, the patient experienced accidental device ingestion (serious criteria gsk medically significant), head discomfort and wrong technique in device usage process. The action taken with corega bio formula was unknown. On an unknown date, the outcome of the accidental device ingestion, head discomfort and wrong technique in device usage process were unknown. It was unknown if the reporter considered the accidental device ingestion, head discomfort and wrong technique in device usage process to be related to corega bio formula. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative(email) (B)(6) 2022. The consumer reported that "customer says she accidentally drank the water where she had her dentures in and is now asking whether it is toxic. She only ever dissolves half a tablet in half a glass of water. Customer says immediately after dissolving, the water is colored blue. After cleaning, she took out the dentures and left the water standing. When she saw half the glass of water today, clear and no longer blue, she had already forgotten that it was the water with the denture cleaner and simply drank it. Customer called us immediately. She says she's fine, she drank water afterwards. She is not feeling sick, but maybe a little stormy in the head. She is pi years old and sometimes does things like that because she has become forgetful. She asks if that's dangerous, but she would rather point out to us that the water should stay blue, then nobody drinks it. First and important question is it bad that the customer drank the water second, not very urgent question is it normal for the water to become transparent again after a while and couldn't that be changed so that the water used stays blue thank you for your comment today if possible. Kind regards."

Manufacturer narrative:
Argus case: (B)(4).

Event description:
Case description: this case was reported by a consumer via call center representative(email) and described the occurrence of accidental device ingestion in a 87-year-old female patient who received denture cleanser (corega bio formula) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started corega bio formula. On an unknown date, an unknown time after starting corega bio formula, the patient experienced accidental device ingestion (serious criteria gsk medically significant), head discomfort and wrong technique in device usage process. The action taken with corega bio formula was unknown. On an unknown date, the outcome of the accidental device ingestion, head discomfort and wrong technique in device usage process were unknown. It was unknown if the reporter considered the accidental device ingestion, head discomfort and wrong technique in device usage process to be related to corega bio formula. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative(email) 28apr2022. The consumer reported that "customer says she accidentally drank the water where she had her dentures in and is now asking whether it is toxic. She only ever dissolves half a tablet in half a glass of water. Customer says immediately after dissolving, the water is colored blue. After cleaning, she took out the dentures and left the water standing. When she saw half the glass of water today, clear and no longer blue, she had already forgotten that it was the water with the denture cleaner and simply drank it. Customer called us immediately. She says she's fine, she drank water afterwards. She is not feeling sick, but maybe a little stormy in the head. She is pi years old and sometimes does things like that because she has become forgetful. She asks if that's dangerous, but she would rather point out to us that the water should stay blue, then nobody drinks it. First and important question is it bad that the customer drank the water second, not very urgent question is it normal for the water to become transparent again after a while and couldn't that be changed so that the water used stays blue thank you for your comment today if possible. Kind regards." Follow-up information was received from consumer via call center representative (email) on 06may2022. The reporter does not want to be contacted anymore. The consumer reported, "please do not send me any further email about this case. I had already explained a monday ago why this case was closed." Case correction performed on the initially processed document received on 28apr2022. Onset date of the events accidental device ingestion and head discomfort selected as 28apr2022. Error correction received to the initially processed report received on 28apr2022. Additional suspect added as candida duo activ tabs with formulation tablet, indication 'product used for unknown indication', action taken unknown de-challenge and rechallenge not applicable.

Manufacturer narrative:
Argus case ID: (B)(4).